Manufacturer narrative:
(B)(4)

Event description:
It was reported " helium loss; 2 alarms started again but when they changed out the pump it worked fine". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "helium loss 2 alarms" was confirmed by the field service representative. No part was returned to teleflex chelmsford for investigation. According to the field service report, the issue was resolved after replacing the pcs assembly based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the alarm. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported " helium loss 2 alarms started again but when they changed out the pump it worked fine". No patient injury or cosnequence reported. The patient's current condition is reported as "fine".